Event description:
It was initially reported by a company rep that a neurologist had a pt who had expired, and an autopsy was being performed to confirm the cause of death. The neurologist had been notified of the death by the pt's mother. F/u with the pt's neurologist indicated that the physician did not know who was performing the autopsy, or if he would be notified of the results. However, the facility performing the autopsy was later identified and contacted for info regarding the pt's death. The autopsy site indicated that the autopsy report had not yet been completed, and approval from an attorney or the next-of-kin would be needed in order to release the results. The funeral home where the pt's arrangements were made stated the pt's device had been either discarded or destroyed before cremation. Good faith attempts for more info from the pt's neurologist concerning the pt's death and its relationship to vns have been unsuccessful to date. Also, attempts to obtain an autopsy report have been unsuccessful to date.